Event description:
The complainant reported an (B)(6) patient presenting for high risk percutaneous coronary intervention using the impella cp optical for hemodynamic support. The physician alleged the patient had endured a cerebrovascular accident as a result of using the device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.